Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information echelon10 microcatheter had a leak overserved in the proximal section during preparation. The surgeon was performing aneurysm embolization. In vitro, the microcatheter was normally hydrated after unpacking. It was found that the catheter in the tail wing fell off and liquid leakage. After a new microcatheter was replaced, the operation went smoothly. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for a small aneurysm at the left middle cerebral bifurcation. Vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 5mm. No patient symptoms or complications were reported. Ancillary devices: 8f short sheath, 8f guiding guide catheter, qc coils.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (B)(6), 203cm ruler (B)(6) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: upon visual inspection, no issues or irregularities were found with the echelon-10 catheter hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 micro catheter distal tip was noted pre-shaped. No damage was found with the distal tip. Testing/analysis: the echelon-10 catheter total length was measured to be ~155.6cm and the useable length was measured to be ~147.8cm which is within specification (specification: 147.0 ± 1.5cm). The echelon-10 micro catheter was flushed, water exited from the outer and inner strain reliefs. The strain reliefs were removed and the catheter re-flushed. The catheter body was found leaking at ~4.5cm from the proximal end of the catheter hub. The catheter body was found damaged at the location of the leak. This damage appears to be skiving damage which created two holes through the catheter shaft and liner. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed as damage was found to the proximal portion of the echelon-10 micro catheter under the inner strain relief causing the catheter to leak. This damage appears to be skiving damage. This type of damage can be created in process. The cut surface shows evidence of skive damage in the proximal direction. This is consistent with the processing that is done during fep removal during hub assembly. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The problem was an out of box issue. There was no damage or evidence of tampering to device packaging.